Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients leads migrated which resulted to inadequate stimulation. The patient underwent a lead revision procedure wherein two leads were added and the patient was doing well postoperatively. No device malfunction suspected.